Event description:
Customer reported that she had unexplained low blood glucose. Paramedics were called to assist customer at home. The blood glucose reading at the time the paramedics arrived was 92 mg/dl. Customer stated that she felled on the floor due to the low blood glucose. Customer stated that she missed a meal and she believes it was the caused of the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.